Event description:
On 11/18/2024, the biomedical engineer (bme) reported that the a/24-canvys monitor for the central nurse's station (cns) "went down" and would not power back up. No patient harm was reported.

Manufacturer narrative:
On 11/18/2024, the biomedical engineer (bme) reported that the a/24-canvys monitor for the central nurse's station (cns) "went down" and would not power back up. The bme stated that he would reach out to his account executive for a replacement monitor. It was originally reported that the device was not in patient use at the time and no device model or serial number was provided. However, after the required attempts for additional information were made, a reply was received on 01/06/2025 that stated the device was in patient use and the cns model and serial number was provided at that time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
On 11/18/2024, the biomedical engineer (bme) reported that the a/24-canvys monitor for the central nurse's station (cns) "went down" and would not power back up. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on 11/18/2024, the biomedical engineer (bme) reported that the a/24-canvys monitor for the central nurse's station (cns) "went down" and would not power back up. The bme stated that he would reach out to his account executive for a replacement monitor. It was originally reported that the device was not in patient use at the time and no device model or serial number was provided. However, after the required attempts for additional information were made, a reply was received on (B)(6) 2025 that stated the device was in patient use and the cns model and serial number was provided at that time. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The failure of the display may be a result of hardware failure. Hardware failure could come as a result of physical damage, fluid damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative.